Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and advised the customer to report any recurring malfunction codes. The customer acknowledged and understood these instructions, and was able to continue using the pump without further issues.